Event description:
It was reported by a customer that on (B)(6) 2011 the fiber forward fired at (B)(4) joules. No pt injury was reported. The first fiber used in the procedure was reported in MFR report number 2937094-2011-02380.